Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up ,the lead was found to be in high output mode. Upon interrogation, rise in capture threshold was observed during (B)(6) to (B)(6) 2018. The remaining lead parameters were normal. There is no history of any surgery and trauma to the device or chest. The physician listed the patient for lead replacement, but it was not scheduled at this time. The patient was stable.